Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Re-open 2/24/2011; patella product arrived at (B)(4). Examination of the returned product confirmed the reported event (patella subsided). A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions about the reported event: however, there was a large amount of bone and or cement protruding from the edges of the metal component and towards the poly. The poly has machine lines still visible on approximately 70% of the surface which contacts the femoral component. There is a small area of the poly which shows some wear, however, it is only on the lower edges indicating it was not properly positioned and or subsided early on, not making proper contact with the femoral component. There was no evidence that would indicate the poly component disassociated form the metal component while still implanted. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patellectomy rather than complete revision. The pt's knee was red and swollen and this was thought to be the cause of the pain and swelling. During the revision procedure, it was noted that the components were well fixated and there was no evidence of macroscopic scratching and damage to the components. It was decided to leave the components insitu. A patellectomy was performed as the patella component had subsided.